Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm® ultra plus in the nasolabial folds and malar arch. Prior to injection, the patient was treated with lidocaine cream. On the following day, the patient developed swelling, pain in right upper lip and nasolabial fold. Patient also had "mesh erythema" and the symptoms got worse. Patient was treated with hyaluronidase. On the following day, the symptoms related to vascular occlusion was "relieved." About 3 weeks later, the patient was again treated with hyaluronidase. Six days later, the "adverse event related symptoms including erythema, pain, swelling and pigmentation post inflammatory" have completely resolved.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pain, vascular occlusion, mesh erythema, pigmentation and post inflammatory are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, erythema, inflammation, ischemia, pain, skin discoloration: " warnings: juvéderm® ultra plus injectable gel must not be injected into blood vessels. Introduction of juvéderm® ultra plus injectable gel into the vasculature may occlude the vessels and could cause infarction or embolization. Side effects: injection procedure reactions to juvéderm® ultra plus injectable gel has been observed as consisting mainly of short-term inflammatory symptoms such as swelling, induration, pain, bumps, redness, bruising and itching. Subjects mainly had mild to moderate injection-site responses. All injection site reactions completely resolved without medical intervention. Physician instructions: the injection technique of juvéderm® ultra plus injectable gel with regard to the angle and orientation of the bevel, the depth of injection, and the quantity administered may vary. A linear threading technique, serial puncture injections, or a combination of the two have been used to achieve optimal results. If juvéderm® ultra plus injectable gel is injected too superficially, this may result in visible lumps and/or discoloration. Patients may have mild to moderate injection-site responses, which typically resolve in a few days. If the treated area is swollen immediately after the injection, an ice pack can be applied to the site for a short period. Patient instructions: it is recommended that the following information be shared with patients: within the first 24 hours, patients should avoid strenuous exercise, extensive sun or heat exposure, and alcoholic beverages. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the injection sites."

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm® ultra plus in the nasolabial folds and malar arch. Prior to injection, the patient was treated with lidocaine cream. On the following day, the patient developed swelling, pain in right upper lip and nasolabial fold. Patient also had "mesh erythema" and the symptoms got worse. Patient was treated with hyaluronidase. On the following day, the symptoms related to vascular occlusion was "relieved." About 3 weeks later, the patient was again treated with hyaluronidase. Six days later, the "adverse event related symptoms including erythema, pain, swelling and pigmentation post inflammatory" have completely resolved.